Event description:
Boston scientific corporation became aware of an event in which during preparation when the physician pulled the mandrel out, the subject device borke. The patient sustained no complications due to this event.